Manufacturer narrative:
After further review of additional information received. (H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Per IFU #700-096-004 - device specific risks - fracture, migration, loosening, subluxation, infection or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself. (Ref 1) it is noted that surgical intervention or revision along with infection is a known risk in any total joint surgery and may result in revision.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2018, a (B)(6) y/o, male patient with a bmi of 44.2, underwent implantation of an insert tib 5 13mm knee post stab cnstrn mod net cmpr mld. On (B)(6) 2018, approximately 8 months post implant, the patient underwent revision due to infection.